Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that they opened back of medstation and popped open, will not latch, retractor band smoking and melting. Unplugged ribbon. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that they opened back of medstation and popped open, will not latch, retractor band smoking and melting. Unplugged ribbon. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was damaged. A field service engineer (fse) had found a faulty solenoid and a damaged retractor band. To ensure proper functionality, all cards were swapped as a precautionary measure. After the replacements, all functions operated normally. The system functioned as intended after the field service engineer repaired the device.